Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg cause was not known. Reportedly emergency medical services were called customer was given glucagon. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.